Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with syncopal episodes and that the right atrial (ra) lead and right ventricular (rv) lead showed no capture. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented with pre syncope. The right atrial (ra) lead and right ventricular (rv) leads only showed loss of capture during high rate periods, and that the rv output was programmed at threshold value with capture management "off". The rv lead was reprogrammed, blanking/timing cycles was reprogrammed to partial and atrial pacing therapies were turned "on".